Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and alleging possible insulin pump under delivery. The customer blood glucose level was 418 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer also stated that infusion set had bent cannula. The device will not be returned for analysis.